Event description:
First use dialyzer. On 4/23/1998, co called the chief tech, he was not available, but they would give him co's message to call co back. On 4/24/1998, co called chief tech, he was not in as yet, but they would give him co's message to call co back. Asked for director of nursing, she was not expected in today. On 4/25/1998, co left a message for the chief tech or the director of nursing to call co back. 4/27/1998, director of nursing reported at the beginning of the treatment, on a first use dialyzer, the blood leak alarm went off and the staff visibly saw blood in the dialysate. The dialyzer was changed and the treatment continued without further incident. No change in the pt's hematocrit. The sample was discarded by the facility. The facility was reminded to keep complaint samples. Estimated blood loss 100 cc.